Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that via a competitive device manufacturer that the patients medtronic right ventricular (rv) lead was experiencing high impedance levels. An intervention to cap and replace the lead was scheduled for the following day. No patient complications have been reported as a result of this event.

Event description:
Additional information received via a competitive device manufacturer states the right ventricular (rv) lead remains in use and was not capped and replaced as previously reported. No patient complications have been reported as a result of this event.